Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2022, it was reported the patient's infusion set's tubing had detached close to site location while inserting. The site location was the patient's abdomen, and the pump was located on the patient's waist. The infusion had been used for one day. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.